Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 9fr introducer sheath and dilator were received for product evaluation. The components were returned completely mated together however the dilator hub was not connected to the sheath hub. Visual inspection of the sheath hub revealed that the crosscut valve had fully dislodged from the hub and was not returned for evaluation. The cap of the hub was still in place and no damage was noted on the cap. The distal tip of the dilator was viewed under microscope and the tip was found to be slightly deformed. IFU states: "insert the dilator into the valve center of the sheath. Forced insertion of the dilator which misses the center of the sheath valve may cause damage, and result in blood leakage." The complaint can be confirmed for valve leakage. The crosscut valve was found to be dislodged from its intended orientation which likely resulted in the alleged leakage. Based on the investigation results, the likely cause of the event is the dilator was inserted off-center into the valve, causing the dislodgement. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted; occupation- materials management tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved terumo sheath pinnacle 9f 10cm device one-way valve pushed into the sheath when introducing the dilator, and that it was leaky.